Manufacturer narrative:
There was no malfunction reported. Therefore, product was not returned for evaluation. The operative note states that "superficial and deep cultures were sent." However, commentary from the surgeon's office indicates the cultures were negative. The dbm used was medtronic's progenix. Lanx forwarded the event info to medtronic's complaint handling unit for evaluation. There was no info received to indicate the lanx device caused or contributed to the pt infection. A cause for the infection could not be determined. As described in the device instructions for use (IFU), infection is a known complication associated with any spinal surgical procedure. Per the IFU the recommended steam sterilization cycles are validated to assure a sterility assurance level of 1x10-6.

Event description:
It was reported that a pt underwent follow-up surgery on (B)(6) 2011 for treatment of an "infected lumbar wound." During the surgery, the surgeon determined that the interspinous fixation device at l2-l3 was compromised because of the infection and it was removed. Additionally, per the operative note, dbm which was lain posterolaterally was also scrapped away until bleeding muscle was encountered. The interspinous fixation device was not replaced. The wound was debrided and more extensive decompression was performed.